Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed that the device was free of any defects and discrepancies throughout the catheter shaft. Functionality of the device was tested using a thruway.018 guidewire and inserted into the catheter lumen. The guidewire traveled through the catheter without any hesitations or issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2016-02560. It was reported that catheter entrapment on guidewire occurred. The chronic totally occluded target lesion was located in right iliac artery. During percutaneous transluminal angiography(pta), two 150cm rubicon¿ 18 support catheters were used in conjunction with a 0.018 and 0.014 non bsc guidewires. During preparation, both the rubicon support catheter and the non bsc guidewire were flushed. Then the physician tried to do a contralateral approach from left femoral artery using a 6f guide catheter going to the target lesion. Upon insertion of the 0.018 non bsc guidewire into the 150cm rubicon¿ 18 support catheter, resistance was noted. The physician tried to move the non bsc guidewire and the rubicon support catheter outside the patient, however, it was difficult to move forward and backward the non bsc guidewire. The 150cm rubicon¿ 18 support catheter was replaced with a new 150cm rubicon¿ 18 support catheter and the 0.018 non bsc guidewire was replaced with 0.014 non bsc guidewire but the same issue occurred. The procedure was not completed. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-02560. It was reported that catheter entrapment on guidewire occurred. The chronic totally occluded target lesion was located in right iliac artery. During percutaneous transluminal angiography(pta), two 150cm rubicon¿ 18 support catheters were used in conjunction with a 0.018 and 0.014 non bsc guidewires. During preparation, both the rubicon support catheter and the non bsc guidewire were flushed. Then the physician tried to do a contralateral approach from left femoral artery using a 6f guide catheter going to the target lesion. Upon insertion of the 0.018 non bsc guidewire into the 150cm rubicon¿ 18 support catheter, resistance was noted. The physician tried to move the non bsc guidewire and the rubicon support catheter outside the patient, however, it was difficult to move forward and backward the non bsc guidewire. The 150cm rubicon¿ 18 support catheter was replaced with a new 150cm rubicon¿ 18 support catheter and the 0.018 non bsc guidewire was replaced with 0.014 non bsc guidewire but the same issue occurred. The procedure was not completed. No patient complications were reported and the patient's status is stable.